Manufacturer narrative:
The device referenced in this report will not be returned to olympus for further evaluation as it has been retained by the user facility. The exact cause of the reported event could not be determined at this time; however the most probable cause of this type of damage is due to operator's technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the tip of the device broke off. On further investigation, olympus was informed that no device fragment fell into the patient. There was no damage to the teflon pad and no metal was exposed. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The procedure was completed as intended using another thunderbeat device. There was no patient injury reported.